Manufacturer narrative:
Device history records review was completed for non ¿sterile part# 04.001.222, lot# 7454384. Manufacturing location: monument, manufacturing date: aug 08, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. Date of non-union and pain is not known. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.001.222 / 7454384 was manufactured in us, monument. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 05.sep.2013 expiry date: 31.jul.2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for hardware removal on (B)(6) 2017 due to post-operative pain and a non-union of a distal humerus fracture. Initially, the patient was implanted on (B)(6) 2015 with a humeral nail as treatment for a distal humerus fracture. On an unknown date after the primary surgery the patient developed pain and was diagnosed with a non-union. On an unknown date the patient was evaluated by the surgeon and the revision surgery was scheduled. During the revision, the humeral nail (7 mm x 210 mm), a 34 mm proximal screw, an 18 mm and a 24 mm distal screw were easily removed and intact. The patient was implanted with left 6-hole locking compression plate (lcp) extra articular distal plate and fixated with five (5) 3.5 mm locking screws and three (3) 3.5 mm cortical screws. No surgical delay reported. No harm reported to patient. The procedure was successfully completed. Patient outcome reported as stable. A preliminary evaluation of the returned devices show all three (3) of the returned screws have damaged/stripped threads. This report is for one (1) 7 mm cannulated humeral nail. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (7mm ti cannulated humeral nail-ex/210mm-sterile, part number 04.001.222s, lot number 7454384). The subject device was returned with the complaint condition stating: one 7mm ti cannulated humeral nail-ex/210mm-sterile and 3 unknown locking screws were received at cq for evaluation with complaint categories "adverse event : no reported product problem" and with patient harm of pain. The nail and 3 screws show wear marks and damage consistent with implantation and explantation. This complaint was unable to be confirmed at cq as complaint categories are "adverse event: no reported product problem" and patient harm was pain. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as complaint categories are "adverse event: no reported product problem" and patient harm was pain. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. Part 1 of 4. Part# 04.001.222s 7mm ti cannulated humeral nail-ex/210mm-sterile. Visual inspection at cq: the nail shows wear marks/damage consistent with implantation and explantation. DHR review(s) part 04.001.222s/ lot 7454384. Drawing review: tabulated drawing for the family of 7mm cannulated humeral nails was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. Complaint categories are "adverse event : no reported product problem". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.